Manufacturer narrative:
This event is a supplemental event and that the investigation findings will be submitted under MFR # 2916596-2023-08261.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a transplant.